Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a dreamtome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, this device was inserted through the endoscope smoothly. As the physician was trying to cannulate the papilla, the nurse assisted by bowing the cutting wire in order to perform sphincterotomy; however, the cutting wire broke. Reportedly, the cutting wire still attached on the one side of the catheter. The procedure was completed with a second dreamtome rx 44. There were no user injuries nor patient complications reported as a result of this event.